Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that for an asymptomatic patient review of stored egms revealed functional undersensing due to atrial pacing, resulting in functional loss of capture. The patient will continue to be monitored.